Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions the customer changed the cartridge, filled tubing, and the pump made the customer reload a cartridge. The customer followed the prompts on the pump screen and was able to complete the load process. It was noted that the customer may have been pressing "change cartridge" instead of "done". However, this could not be confirmed. There was no impact to the customer's blood glucose level.